Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging asthama (new or worsening) and lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. During the investigation pil observed the following sound abatement degraded foam indications. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Pil was able to confirm the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211.secondary findings 32 errors were logged. Significant white dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Air inlet filter missing. Thermal event at humidifier connector j9 on pca (printed circuit assembly) see inv0636. Significant white dust like contamination throughout humidifier and water tank. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. Pil was unable to address the symptoms specified. In box-h: evaluation method code, evaluation result code, component code and conclusion code has been updated in this report.

Manufacturer narrative:
In the previous report, the manufacturer missed to captured information in box d. The following correction has been corrected in this report. In box d: the product UDI has been captured.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and new or worsening asthma while using the device. Medical intervention was not specified. Same patient different device in (B)(4). The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.